Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the above event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert, despite having been recently implanted with 81% remaining longevity. Boston scientific technical services was contacted and confirmed that this alert was benign, and that it had been declared due to extended magnet application. It was confirmed that the bd alert code be reset via interrogation and that the device was operating normally. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.